Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. It was alleged that there was no sounds. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.

Manufacturer narrative:
Date of submission 23-feb-2018 the device has been returned and evaluated by product analysis on 16-feb-2018 with the following findings: during investigation, the pump was powered on with functioning auditory and vibratory alarms. The sound test passed. The pump was opened to find no intermittent conditions. The allegation of a dual alarm failure was unable to be duplicated during the investigation. Unrelated to the original complaint, the display was dim with a red hue. Additionally, the battery compartment was cracked from the case seal to the grip pad at the case seal to the left side of the grip pad.